Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material # 303310 batch # 4319952, 5048727, 4340275. It was reported by the customer that the 20ml syringes have moisture inside the barrel. "While prepping for cases this morning one of our nurses noticed that our 20ml syringes have moisture inside the barrel. This is not something that has been noticed in the past. We have pulled the lot number and are using 10 ml syringes for the time being. This is something that we would need today as we don't have enough to get through our patients for today. Please see the image below. I was having a hard time getting a good angle on the picture but you can see the moisture build up between the 10 and 15. " item -302830 lot -lot# 4319952 - lot# 5048727 - lot# 4340275.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification. Annex a code has been updated to a0201 - product quality problem (1506). One photo and twenty physical samples were received by our quality team for evaluation. It was observed in the photo that there is a substance on the barrel; however, four of the samples were sent for ir (infrared) spectroscopy and the results showed correlation with silicone. Silicone is a medical-grade lubricant used in the product's manufacturing process. Its function is to enable the smooth movement of the plunger and stopper within the barrel. It is important to note that silicone does not pose a risk to user safety nor affect the syringe's functionality, and therefore is not considered a foreign material. Silicone content testing was performed on the remaining 16 pieces, and the values were found to be within specification, leading to the batch being deemed compliant. A device history record review found no non-conformances associated with this issue during production of this batch. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
As per the investigation findings, silicone content testing was performed, the values were found to be within specification and deemed compliant.